Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that, as reported, the hub and tubing were separated. The flare was inspected and confirmed to be of adequate size. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Two potential lot numbers were provided by the customer; the actual lot number involved is not known. Review of device history records of these potential lots shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The ult catheter had been in the patient for 2 days for a nephrostomy drainage. During a tube check, it was noted that the catheter hub had separated from the catheter.. The catheter was replaced with no adverse consequence to the patient. The user was unable to confirm which catheter hub separated as two catheters were used.